Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, the total daily dose added up correctly and reflected the programmed basal rate target. There were no errors, alarms or warnings during the investigation. The original complaint of the ¿inaccurate delivery¿ was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump.